Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2021, 4539 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pelvic pain female, menometrorrhagia, hypertension, uterine dilation and curettage, stroke, pelvic pain female, gastroesophageal reflux disease, fibromyalgia, smoker, urge incontinence and pelvic pain female. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2021, 4538 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy & hysteroctomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: diagnosis: uterus, cervix, bilateral tubes, hysterectomy-bilateral salpingectomy: uterine corpus : early secretory phase endometrium. No evidences of complex atypical hyperplasia or malignancy. Focal adenomyosis. Uterine serosa with no diagnostic abnormalities cervix: benign nabothian cysts. No evidence of intraepithelial lesion or neoplasm. Fallopian tubes : bilateral fallopian tubes with no evidence of neoplasm clinical information : pelvic relaxation due to ultravaginal polaps. Encounter for removal of essure, pelvic pain, prior history indicates suggestive low-grade squamous intra-epithelial lesion, previous pap includes ascus and positive high risk hpv gross description: the myometrium is pink-tan. The right fallopian tube is 3.5 cm in length by 0.5 cm in diameter with open fimbriated end. There is 2.5 cm length loosely coiled essure device inserting 2 cm in to right lateral fundus, extending less than 0.5 cm in to fallopian tube. A perforation of the fallopian tube is not grossly identified. The left fallopian tube is discontinuing approximately 3 cm in length by 0.5 cm in diameter. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-sep-2023: medical record received. Surgical pathology report received. Reporter information updated. Lab data added. Medical history updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.